Event description:
Pt was revised to address poly wear, osteolysis and loosening of the tibia.

Manufacturer narrative:
Evaluation was not possible as the products were not returned. Product info required to review the device history records and search the complaint database was not provided. The investigation could not draw any conclusions about the report based on insufficient info and unavailability of products to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.